Event description:
Approximately 45 minutes into a surgical procedure, the light coming from the 700mm lamphead in a prc7501 became blue, then bright white, then the lower of the 2 bulbs in the lamphead burst. The pressure of the bursting bulb sent pieces of glass around the sterilizable handle mount onto the surgical field. No glass was found inside the patient by the surgeon, but the patient will continue to be monitored.